Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's act button was not functioning properly. Customer reported that pushing the button once generated the same response as pushing the button twice. Customer reported that this issue had occurred several times over the month leading up to the call. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.